Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and received replace battery alarm. The customer's blood glucose level was 149 mg/dl. It also reported that display is blank currently. It was reported that the display did not returned after insulin pump restart. The customer was advised to discontinue the use of pump and revert to back up plan. It was also reported that battery compartment was neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. Pump powered up properly after battery installation. No blank display noted.